Event description:
Rayner intraocular lenses limited received notification from (B)(6) of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided by the healthcare facility states that the lens tore in the cartridge.

Manufacturer narrative:
(B)(4). The r-inj-04 injector and t-flex aspheric 623t intraocular lens subject to this case were discarded by the healthcare facility; therefore, no device analysis could be performed. Remedial, corrective, and preventive action was taken by the healthcare facility in the original planned surgery session. A back-up lens of the same model and power was implanted without further complication. The healthcare facility has confirmed that the patient was not injured as a result of this event and that no further remedial is required. Our review of the production records for the r-inj-04 injector, batch b326, and associated t-flex aspheric 623t intraocular lens, batch 082e40495, showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from theses batches were within tolerance, met specification criteria, and were without defects. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector and associated t-flex aspheric 623t (august 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the r-inj-04 injector batch b326 or the t-flex aspheric 623t intraocular lens batch 082e40495.